Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case #: 00981621 case subject: npi 8015 tamper switch not working account name: banner university medical center tucson account #: 10008470 asset name: 8015ls pcu dom v9.19.1.2 a/b/g asset location: contact: vince tripoli contact email: vincent.tripolijr@bannerhealth.com contact phone: 520-694-7624 contact mobile: patient or user involvement: no patient or user harm: no case description: caller has an 8015 module that the tamper switch not working. Sn: (B)(4). Failure device type: failure problem type: failure mode: case resolution: the tamper switch would not change when doing keypad test in asm. I ask him if any of the keys were working and none was. Recommended to replace the sio board. Gave part number and biomed ended call.